Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported a patient became increasingly hypoxic and bradycardic right from the beginning of the anaesthetic case. Despite interventions oxygen levels were not improving and the patient deteriorated. It was observed that the anaesthetic machine was

Manufacturer narrative:
The affected primus anesthesia workstation was inspected by a draeger service technician after the reported event and the reported delivery of 99% n2o could be reproduced. When checking the gas mixer assembly it turned out that the 3 vmix valves, intended for dosage of the single gases air, o2 and n2o were incorrectly connected to the pcb mixer during a prior repair which was not performed by draeger. To avoid such failure the connection scheme is printed on the housing cover of the gas mixer to be readily available during repair and/or maintenance. After a replacement or installation of such a valve, the repair instructions require a gas type test to be done which ensures that an improper will be definitely be detected. Obviously this test was not performed after the repair measure. If a device with such an internal failure is used on a patient the integrated gas monitoring of the primus will detect the unexpected delivery of n2o immediately and generate corresponding alarms. The evaluation of the electronic logfile confirmed that the affected primus behaved accordingly. The case in question was started at 9:39 on the reported date of event using manual ventilation. Right after connection the inspiratory oxygen was measured to 4% and dropped down to 1% subsequently. The log entries prove that the primus immediately generated visible and audible insp n2o high and insp o2 low alarms. The reported event was the result of a chain of service errors. The valve was improperly connected and the final test was obviously not carried out. Similar cases have not been reported by now.

Event description:
Refer to the initial-report.